Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited oversensing and a high amount of short interval counts (sic). The device and lead remain in use and will continue to be monitored. No patient complications have been reported as a result of this event.